Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a discordant elevated bhcg patient result obtained on the dimension vista. Siemens is investigating the event.

Event description:
A discordant elevated human chorionic gonadotropin (bhcg) result was obtained on a patient sample on the dimension vista 500 system. The result was not reported to the physician but was questioned by the customer who stated the elevated result was higher than expected. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated human chorionic gonadotropin (bhcg) result.

Manufacturer narrative:
Original MDR (B)(6) 2018. Additional information (21-may-2018): the customer stated that they also sent the patient sample to be analyzed by an alternate methodology (methodology not provided). They did not provide the exact result obtained but mentioned that the result matched the result of 14,967 miu/ml. Siemens headquarters support center (hsc) has reviewed the instrument data and completed their evaluation. Both initial results were flagged with e521: above assay range which is a non-reportable result as stated in the vista operators guide. Both vista's recovered >200,000 miu/ml on the initial run/auto-dilution of the sample and these were both processed from the primary tube. Subsequent auto-dilutions were pipetted and processed from vista small sample container (ssc) cups. The customer also processed the sample with 1:5 and 1:10 manual dilutions and received e541: loci cpm cutoff triggered flags, which indicate a result above the readable limits on the sample being tested. No system or assay non-conformance was identified based on the information provided. The customer stated that no sample was available for further analysis. The cause is unknown. Section h6 has been updated to reflect the hsc conclusion. No further evaluation of the device is required.